Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that patient developed an acute blood loss anemia event two days after implant, but subsequently the hemoglobin/hematocrit (h/h) over the next two years remained within range. Patient takes ferrous sulfate intermittently.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported blood loss anemia could not be conclusively established through this evaluation. It was reported that the patient had developed acute blood loss anemia event two days after implant. Subsequent hemoglobin/hematocrit over the next two years remained within range. The patient takes ferrous sulfate intermittently. There were no alarms associated with the event. The patient remains ongoing on ventricular assist device support. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2017. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.